Manufacturer narrative:
(B)(4). Concomitant devices - unknown vanguard tibial tray catalog #: ni lot #: ni, unknown vanguard tibial bearing catalog #: ni lot #: ni, unknown vanguard femoral component catalog #: ni lot #: ni. The complainant has indicated that the product will not be returned to zimmer biomet for investigation due to hospital policy. The device history records could not be reviewed as the lot number associated with the reported event is unknown. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a right knee arthroplasty revision of the patella to address patellar pain post-operatively. Attempts have been made, however, no additional information is available.